Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced erosion, pain, exposure, recurrence of incontinence and multiple urinary tract infections. Furthermore, it was reported that the plaintiff died. No cause of death was reported.

Manufacturer narrative:
(B)(4). Lawyer-filed report.